Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of delivering inappropriate anti-tachycardia pacing (atp) and four shocks due to atrial driven rhythm. Technical services (ts) discussed device reprogramming. The device had exhibited several similar episodes in the past. No additional adverse patient effects were reported.